Manufacturer narrative:
D10 concomitants: 1634400 200-02-35 - three peg patella 35mm. 1604295 204-04-33 - trapezoid tibial tray sz 3f/3t. 1619193 234-03-03 - optetrak asy, ps cemented femoral, sz 3. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right knee was revised approximately 15 years post initial replacement. The revision was due to poly wear that developed over time. Patient was revised to same size component. Patient was last known to be in stable condition following the event.